Manufacturer narrative:
Continuation of medical products: 4568-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had chronic issues including oversensing, requiring it to be programmed unipolar. The right ventricular (rv) lead exhibited high impedance and was reported to have a history of oversensing and had been reprogrammed in the past to unipolar. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.